Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump buttons were harder to press. Customer¿s blood glucose was unknown at the time of incident. The customer was reported that the insulin pump had no delivery alarms, grinding noise during rewind, scuffed and scratched all over. The insulin pump will not be returned for analysis.